Event description:
It was reported that the pt is currently on crrt (continuous renal replacement therapy) and has vasopressin (maxed dose). Levophed (increasing toward max dose), dopamine (weaning due to high hr), propofol and bicarbonate (lactic 22). Potential rejection of transplant and recurrent sepsis. Current svr is 928. Cvp 22 and ci is decreasing. Pt is in sinus tachycardia with intermittent afib. The rn called the clinical support specialist (css) stating that the timing is inaccurate in autopilot. The rn stated that the augmentation is lower than systole and the assisted diastolic is not the lowest. The css asked the rn if he had checked the timing using the lines through the waveform and the rn said it was very difficult to assess due to artifact and a poor waveform. The rn wanted to send strips. At 0636, after receiving the first strips, the css called the rn back. The css explained that the EKG seemed to be causing the issues. The rn agreed and the css had the rn disconnect the EKG from the pump and then move the leads to all 5 going up the pt's side. When the rn returned to the phone, it was reported that the timing seemed to be slightly better when in ap (arterial pressure) and then when reconnected the EKG leads, the morphology did not change that much. The rn then sent the css a strip in ap. At 0700 the css returned a call to the rn and explained that the timing still looked incorrect and is only staying open for a very short time according to the hash marks. The css suggest that the rn move into operator mode and attempt to time it himself. The rn is going to send another strip. At 0715 the css returned the call and spoke to another rn in the ICU (the initial rn is off the unit). The css explained her concerns of the timing in operator mode and the rn agreed. The rn is now going to switch to a second pump ((B)(4)) and the css explained the process. The rn changed over the pump and is utilizing ap trigger. The rn stated that the pump looks the same as the first. The rn then asked if the pt status could be causing the issues. The css agreed that the pt's deteriorating status could be causing some of the problems, but that the rn should be able to get timing to look better. The rn is planning to send a strip to the css. Css will call the rn after receiving the strip. At 0744, the css called the rn to state that the strips have not been received yet. The rn had spoken to the md and relayed that the pt's index was now 1.7, heart rate was increasing, liver enzymes were climbing and increased acidosis and levophed had been increased. The rn also explained to the md about some of the issues with timing and the md told the rn to keep it in either 1:2 or 1:4 and do the best that she can. The css told the rn that she may have to utilize operator mode and adjust the timing herself to optimize the outcome on the pump for the pt. The rn verbalized understanding and has no further questions at this time. Per the rn there will be a family conference about end of life and withdrawal of support will probably occur today. Per the second css, at 1131 the nurse educator (ne) was calling regarding the same pt from previous calls today. The ne has a few general questions. The rn stated that there has been some improvement from previous calls with ECG lead changes. The rn feels that earlier the deflation was very late. Sys 71/65 dia 39/49. They occasionally had the late deflation message. The rn now feels the deflation is early. The pt is still in sinus tach in the 140's in and out of afib and occasional pac's. The rn feels that the pump performs better in autopilot mode, but wanted to discuss options. The css explained deflation management to the rn and discussed the early deflations currently noted are due to the pump utilizing peak ECG trigger and why. Due to the pt's rapid rate (short pep), and large amounts of adipose tissue at the insertion site (reported by the rn ed). The pump is at times changing the trigger to peak to try to prevent the late deflations seen with r wave. We discussed pt positioning techniques. We also discussed decreasing volume in the iab to help improve the gas speed. The rn stated they are continually trying to handle the rate. The rn did feel that the earlier late deflations were in afib trigger. The rn also feels that the inflation timing is looking great. The css and rn also discussed the lack of augmentation, related to gas speed, hr, and low stroke volume. The rn does feel the pump is doing well considering the pt's status. The css and rn discussed why staying in autopilot, if possible, is best to utilize the wave inflation timing which appears to working well. The css also reviewed how to assess the assisted systolic beat for a change in slope or depression to help determine if the deflation is compromising the ventricle. We reviewed the bpw (balloon pressure waveform) although at this hr, is difficult to assess. At 1206 the rn called directly and stated that the decrease in volume to 35cc did appear to help with the deflation timing and triggering.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.